Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (damaged power cord) was confirmed. As received, the battery charger power cord was cut in half. The root cause of the damaged power cord is physical abuse. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger cord was damaged.